Event description:
Home apd pt spiked and re-spiked heater bag line with used solution bag after receiving "check supply line" alarm. Pt completed treatment and next day went to center where he was given prophylactic antibiotics. Per pt, no pt injury.